Event description:
It was reported that the following issue was observed on the device: ¿note: "broken - says to clamp tubing when there's not tubing in it." Error log 140.4150 bottle side pressure sensor. Analog sensors test shows sticky sensor. Sent to ce support for repair. Please replace sensor(s).¿ additional notes provided by the facility¿s clinical engineering support services include: "I noticed during the visual inspection that both the left and right iui connectors had some corrosion on them, so I replaced them with new ones. Testing showed that the upstream and downstream pressure sensors were out of the right voltage range. I replaced both of them and recalibrated the unit. The unit passed all of its pm tests with no issues after the repairs." Reported problem cause description: "mechanical - electrical.¿ there was no reported patient involvement. Although additional information and product return have been previously requested, the customer provided a general statement that ¿no further information will be provided, including patient demographics and no products will be returned.¿

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f) (11) (iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.